Event description:
It was reported that during a da vinci s surgical procedure, the surgical staff allegedly noticed that the mega suturecut needle driver instrument had a broken cables. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint that the instrument had a broken cable. The grip cable was found to be broken at the wrist. The cable segment was observed to be sticking out at the wrist. Engineering evaluation also found the pulley with damage to the face and rim. The idler pulley was observed to spin freely. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.